Manufacturer narrative:
Submit date: 04/25/2016. An investigation is currently underway. Upon completion, a report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the enteral feeding pump's feed rate goes up and down. There was no patient involvement.

Manufacturer narrative:
Submit date: 10/13/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit¿s feed rate goes up and down. The unit was triaged and the complaint could not be confirmed. Kangaroo epump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.